Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, pump stopped, which was confirmed during evaluation through evidence of system error 345 in the device event history log review. A system error can be cleared by powering the device down, which clears infusion parameters. The history log reveals that the error code was cleared by improperly shutting the device down rather than using the on/off key. This is evident by presence of 'improper shutdown' after the error code and the absence of the expected 'pump off' entry. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts. The device will be returned to the customer in the "as received" condition with a notification of the failure (system error 345) and a sticker indicating the device should not be returned to clinical use. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11686 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump "stopped." It was also reported there was no patient involvement.